Event description:
It was reported that during a da vinci-assisted surgical procedure, the inner silicone portion of the universal seal ( 5-12mm) broke off. Even though when certain instruments are inserted, a piece would rip off and end up inside the patient. This has also happened in another hospital. The customer is switching back to 5-8mm/12mm seals until the issue is figured out. The procedure was completed.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Intuitive surgical, inc. (Isi) has not received the device associated with this event for failure analysis evaluation.